Event description:
It was reported that, approximately one day post implant, the right ventricular (rv) lead exhibited thresholds trending up, high thresholds and inconsistent capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.